Event description:
It was reported that the patient complained of chest pain and shortness of breath. The left ventricular (lv) lead exhibited undersensing. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.